Manufacturer narrative:
Based on review of the file, this report is updated from a malfunction to a not reportable event. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the device did not work during a laparoscopic, possible open roux-en-y gastric bypass. The device was rem oved from patient. The scrub tech removed the needle from device over the mayo stand and the needle broke. There was no patient injury.